Event description:
In 01/05, physician called to report that bone healing was delayed for a patient who underwent high tibial osteotomy for a varus alignment of the right knee in 04. The high tibial osteotomy was performed to create a 12.5 mm correction. An arthrex tibial opening wedge osteotomy plate with two cancellous screws proximally and two cortical screws distally were utilized to fixate the bone. Two truwedge bgs wedges (12.5 mm high) were utilized, soaked with pre-prepared platelet rich plasma and placed into the osteotomy site, one anterior and one posterior to the plate. Patient was recovering and radiographs showed continue consolidation for 3-4 months post-operatively. In november, patient developed knee pain. Radiographs showed that three of the four screws on the plating system had broken and that bone healing was delayed. At that time, the patient elected to reduce weight bearing and allow additional time for the osteotomy to heal. The doctor reported in 01/05 that a revision surgery has been planned as the pateint had chosen to repeat the high tibial osteotomy procedure. Revision surgery was undertaken the next day using autograft.